Event description:
Other devices in use were: hewlett packard monitor, ivac pumps, and suction equipment. Volume ventilator went to "vent inop"; front screen went blank. Nurse in room immediately began to bag patient. Nearby respiratory tech placed patient on different ventilator. Clinical engineering department found a faulty exhalation valve; also found machine and prox. Transducers out of calibration. Complete function and electrical tests performed along with checking transducers with fiber optic test box. There was no change in the patient's stausdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-91. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, valve - exhalation. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.